Event description:
Per information provided: (B)(6) 2012 - patient was diagnosed with recurrent large two ventral hernia thereby underwent open repair with the implant of two sepramesh ip (device #1 and device #2). Per operative notes, ¿two sepramesh ip (device #1 and device #2) was placed on left and right side and sutured.¿ (B)(6) 2019 - patient was diagnosed with incisional hernia, erosion of left side sepramesh ip (device #2) into the small bowel, dense extensive adhesion thereby underwent open repair with explant of the sepramesh ip (device #2). Per operative notes, ¿sepramesh ip (device #2) was removed.¿ (B)(6) 2020 - patient was diagnosed with incisional hernia, adhesion thereby underwent laparoscopic repair with explant of sepramesh ip (device #1) and implant of two ventralight st mesh (device #3 and device #4). Per operative notes, ¿sepramesh ip (device #1) was removed. Two ventralight st mesh (device #3 and device #4) was placed and sutured.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2010) is considered to be a best estimate. This emdr was submitted to represent the bard/davol sepramesh ip mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol sepramesh ip mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.